Event description:
The customer contacted physio-control to report that their device would not charge, in order to defibrillate. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6). Physio-control examined the customer's device and verified the reported failure, noting that the charge button on the main keypad assembly was no longer operable. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.